Event description:
During exit of the pseudocyst drainage the physician gelt resistance pulling the echotip procore high definition ultrasound biopsy needle through the scope. Upon exit of the scope, the physician noticed the tip was defective and part of the tip was missing. Upon CT/fluoro scan, no material/tip was found in the pt. Upon cleaning the scope the broken of needle tip was found in the scope. The scope was severely damaged. This was the end of the procedure and there was no harm to the pt. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The information provided confirmed the device involved in this complaint to be an echo-hd-19-c (echo) device. The lot number of the echo device involved in this complaint was not provided; therefore, it was not possible to check if any remaining lot remained in stock. The customer's complaint issue was confirmed as follows: "during exit of the pseudocyst drainage, the physician felt resistance pulling the echotip procore high definition ultrasound biopsy needle through the scope. Upon exit of the scope, the physician noticed the tip was defective and part of the tip was missing. Upon CT/fluoro scan, no material/tip was found in the pt. Upon cleaning the scope the broken off needle was found in the scope." The echo device involved in this complaint was not returned for eval. With the information provided, a document based investigation was carried out. The information provided by the customer indicated this device was used for "pseudocyst drainage." As per the instructions for use, ifu0077-2, this device is used for fine needle biopsy of submucosal lesions, mediastinal masses, lymph nodes and intraperitoneal masses within or adjacent to the gastrointestinal tract. The IFU for this echo device does not indicate for the device to be used for pseudocyst drainage purposes. It has been determined that this device was used in a manner deemed as "off-label" use. A note within ifu0077-2 states: "do not use this device for any purpose other than stated intended use." A possible cause of the needle breaking could possibly be attributed to the improper use of this echo device. This device was not used in accordance with the instructions for use. However, as the complaint device was not returned for eval, the root cause of this complaint cannot be conclusively determined. The information received indicates the broken piece of the needle was found in the endoscope used during this procedure. CT/fluoro scans confirmed no piece of the needle remained in the pt. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure integrity of the product. The lot number of the echo device involved in this complaint was not provided; therefore, it was not possible to conduct a review of the relevant manufacturing records. The two year complaint history has been reviewed and the likelihood of this type of occurrence is low. Customer quality assurance will continue to monitor complaints of this nature for potential emerging trends. No corrective action is required as a result of this complaint. The customer's complaint remains unconfirmed. The information received indicated this device was not used in accordance with its instructions for use. The two year complaint history has been reviewed and the likelihood of this type of occurence is low.